Event description:
It was reported that the health care professional (hcp) placed a call to technical services (ts) for further review of this pacemaker stored episodes due to oversensed right atrial (ra) and right ventricular (rv) leads noise. The hcp noted that several atrial tachy response (atr) and non-sustained ventricular tachycardia (nsvt) events were stored in the logbook and inquired about what kind of oversensing noise was exhibited. Upon further review, asystole was observed, and ts was able to determine that the oversensing noise on both ra and rv channels appeared to be electromagnetic interference (emi) in nature. Ts discussed possible causes of patient symptoms with the hcp. At this time, the device remains in service. No additional adverse patient effects were reported. Additional information was received from the field representative that reported, electromagnetic interference (emi) oversensing was confirmed. At the time, the patient reported experiencing the dizziness symptoms while using a foot massager they recently received. The physician instructed the patient to stop using the foot massager equipment since it appeared to be impacting this pacemaker device function and the patient was pacing dependent. The physician will continue to monitor the patient. No additional adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the health care professional (hcp) placed a call to technical services (ts) for further review of this pacemaker stored episodes due to oversensed right atrial (ra) and right ventricular (rv) leads noise. The hcp noted that several atrial tachy response (atr) and non-sustained ventricular tachycardia (nsvt) events were stored in the logbook and inquired about what kind of oversensing noise was exhibited. Upon further review, asystole was observed, and ts was able to determine that the oversensing noise on both ra and rv channels appeared to be electromagnetic interference (emi) in nature. Ts discussed possible causes of patient symptoms with the hcp. At this time, the device remains in service. No additional adverse patient effects were reported.